Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 142mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Insulin pump had a cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.